Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) visited onsite and confirmed that the system did not turn on. Upon troubleshooting, the fse found that the issue was with the ups (uninterrupted power supply). The fse reset the ups with the help of the ups engineer. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not turn on. There was no reported patient or user harm. Philips has started an investigation of this complaint.